Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low downstream issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem ' low downstream issue' was evidenced through the event history log (ehl) review as ¿downstream occlusion!¿, but it was not duplicated during evaluation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation, the ¿downstream occlusion!¿ alarms in the log were likely a result of normal pump operation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced an upstream occlusion during testing. The cause was identified to be the ultrasonic sensor readings were out of specification, the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.